Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection noted the instrument loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. It was reported that it was reported that the instrument misfired. An associated device issue was confirmed. The product analysis noted evidence that the device was not used as intended. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. Attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the device misfired. A new stapler handle was opened and used to complete the case. There was no patient injury.